Event description:
It was reported that the cassette exhibited a leakage from the tip when filling the medication solution. There was no patient involvement, no injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.